Event description:
The customer contacted stryker to report that their device was powering off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device but was unable to duplicate or verify the reported issue. The power board was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for service.